Manufacturer narrative:
(B)(4). Date of event: only event year known: 2020. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that some cutting was necessary to remove the device. Next attempt was successful. No significant delay in surgery; no harm to patient.

Manufacturer narrative:
(B)(4). Date sent: 01/22/2021. D4: batch # u5ch29. H6: component code = others (g07). Device analysis: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cs40g device (a) was received with no apparent damage and with a reload present. The reload was received void of staples, with the washer completely cut, drivers exposed and the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: the muscle stapling contour curved cutter stapler is designed with a feature that allows partial closing if a used cartridge reload, no cartridge reload, or an incorrectly inserted cartridge reload is in the instrument. In these cases, the device will close approximately one-third of the stroke and stop, but will return to the full open position when the closure trigger is released. The used or misloaded cartridge module should then be replaced with a new cartridge reload or, if no cartridge was present, a cartridge should be loaded in the instrument. After following the above steps, any device that does not close either partially or completely should not be used. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.